Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient was seeing an elective replacement indicator (eri) message on their patient programmer starting the morning of the day of the report. It was noted that the patient changed batteries in their programmer on the day of the report. The patient synced with their implantable neurostimulator (ins) and saw an end of service (eos) message. The patient reported that they had had the ins for a short time and it seemed fast for replacement. It was further reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 was noted.